Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. Reportedly, the battery gauge was at 50% and when plugged into a power source, the gauge displayed 20%. Additionally, it was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. The user¿s blood glucose level was 126 mg/dl. Reportedly, the customer would continue to use the pump until replacement pump is received. It was confirmed that the use had an alternate method of insulin delivery.